Event description:
It was reported that a patient was revised four years, six months post implantation due to age related soft tissue laxity. Invoices show all components were replaced. No additional information available.

Manufacturer narrative:
(B)(4). G2:australia. No devices or photographs were returned back for investigation. Review of the device history records identified no related deviations or anomalies during manufacturing. The articular surface was not compatible with the femoral implant used. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. X-ray review by third party hcp states that there is asymmetric lateral compartment narrowing with suspected polyethylene wear as noted. The reported event states that it is age related soft tissue laxity and also it was found that incompatible femoral and articular surface combination was used; however, it is not clear what caused the reported event hence a root cause cannot be determined. Instruction for use, under warnings shows articular surface was not compatible with the femoral implant used. This complaint cannot be confirmed. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional associated products: 00575001601, femoral component precoat, size f left, lot# 64128076,